Event description:
The incorrect distal step cut guide was provided with a case, causing the surgeon to cut the incorrect distal resection height. The surgeon was able to identify the error and correct the implant position during implantation without delay to surgery.

Manufacturer narrative:
The custom device was requested by the surgeon and designed to the user inputs collected from the surgeon. The case requires manual print frame generation to transfer the devices to production for the case. Due to the manual nature of the subject component design process, the wrong part was selected for the print frame and subsequently transferred to manufacturing for the case. Surgeon was able to complete surgery with no impact. Due to the custom nature, this is an isolated incident and has no impact on other devices. Additional controls on the manufacturing transfer process have been put in place.